Event description:
Health professional reported an alleged "possible hiatal hernia" and "port leak" with a lap-band device. The pt "had been having issues and had upper gastrointestinal (ugi) done [that] determined [the] pt did not have slip but possible hiatal hernia. The pt received a "fill" and the "volume should have been 6.8 [cc]." During the next fill appointment the pt's band only had 5 [cc] and .5 [cc] was added. The pt later complained of "no satiety" and a "volume check found only 3 cc. [It was] determined that [the] pt probably had [a] port leak. Leak confirmed during port replacement." F/u findings: health professional reported that the pt presented with reflux and vomiting. The leak was confirmed at explant when "methylene blue was used to locate the leak." There is "blue dye around back of port." The physician does not attribute the hernia to the lap-band device. The reporter of the event had no further info regarding the device serial number.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event had no further info regarding the device serial number. Reflux and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of reflux and vomiting as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."